Event description:
During a colonoscopy procedure, a cook captura serrated forceps with spike was used. The forceps are tearing and causing bleeding hemostasis (unknown type) was required to stop the bleed due to this occurrence. The procedure was completed with the device in question. A section of the device did not remain inside the patient's body the patient required hemostasis to stop the bleed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two following lot numbers: w3205137, manufacturer date october 12, 2012, expiration date october 12, 2015; w3203593, manufacture date october 9, 2012, expiration date october 9, 2015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The two potential lot numbers of the product said to be involved were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definite cause for the reported observation could not be determined. The size of the tissue sample or biopsy to e excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Instructions for use warning: these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place. Instructions of use list potential complications as: those associated with gastrointestinal endoscopy include but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest cardiac arrhythmia or arrest. Prior to distribution, all captura serrated forceps with spike are subject to a visual inspection to ensure device integrity. A review of the two potential device history records confirmed that these lots met all manufacturing requirements prior to shipment. Corrective action: a review of the complain history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.